Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the downstream occlusion (dso) seal was ripped and bubbled¿ was confirmed through visual inspection. Further inspection discovered that the upstream occlusion (uso) seal was. The dso seal and uso seal were replaced. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion seal was ripped and bubbled. The event occurred during testing.